Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise and variable r-wave amplitudes were observed on the right ventricular lead. The lead was capped and replaced. The patient was in stable condition.